Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated ckmb results above the normal reference range generated by access 2 immunoassay analyzer for three patients. One of the samples was tested again on the same and a different instrument. The result from different instrument was discrepant. The results were reported out of the laboratory. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc prior to the event was within the established ranges. While troubleshooting with customer technical support (cts), it was found that the reagent pack for different assay was misloaded in the slot assigned for ckmb reagent in the reagent carousel. The customer stated they had repeated all ckmb testing for patient samples run on the morning of the event. Service was not dispatched as the issue was resolved by troubleshooting with the cts.